Event description:
A false low advia centaur xp myoglobin result was obtained on a patient sample and the result was considered discordant when compared with the previous result. Repeat testing was performed on the second instrument in the laboratory and the result was higher. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant myoglobin result.

Manufacturer narrative:
The cause for the discordant advia centaur xp myoglobin result is unknown. The quality control and calibrations were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the summary and explanation of the test: "myoglobin has a negative predictive value of 99%, which improves the rule out capabilities of the emergency department and helps reduce the number of patients inappropriately admitted to the coronary care units with symptoms atypical of acute myocardial infarction. When used in combination with other cardiac markers such as ck-mb or troponin I, myoglobin is a valuable diagnostic tool to be used in the early evaluation of the potential acute myocardial infarction patient."

Manufacturer narrative:
(B)(4). On (B)(4) 2013: a siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call. The fse adjusted the sample and reagent probes to cuvette bottom down two steps. A precision run was performed and the results were good. The instrument is performing within specifications.